Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella 5.0 device for mechanical circulatory support. While on support, the patient experienced retroperitoneal bleeding at the insertion site. It was explained to the medical staff that heparin could be temporarily stopped in an effort to control the bleeding. It was noted that there have been no particular problems with the pump and that the device was removed and replaced with an implantable ventricular assist device (vad).